Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the intraocular lens had to be removed due to dislocation within the capsule and a slight residual defect. The lens was explanted and replaced with company lens in a secondary procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a vial of liquid. The lens was removed for evaluation. One haptic was broken or cut (returned). The optic was cut into two pieces across the center. The power and resolution could not be re-verified due to the optic damage. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported lens dislocated and slight residual refraction could not be determined. No reason was provided by the hcp for the dislocation. The power and resolution could not be re-verified due to the optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 16.0 diopter lens was exchange for a company lens, 15.5 diopter lens. This may indicate the replacement lens was an improved choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4).